Event description:
Medical affairs has been unable to get a hold of the pt and will be sending a letter to obtain more clinical info. Based on the info provided, this case is being reported as a malfunction. Pt called alleging that the meter does not power on. Pt replaced the batteries less than a year ago. Batteries are in good condition. Pt took insulin after attempting to use the meter. Md treated pt with IV. No info on what the hospital reading was. Customer service was unable to resolve the issue and sent pt a replacement meter.